Manufacturer narrative:
We are unable to fully investigate this report as no product code, lot number, or sample was provided. An outside clinician was consulted on this event. His opinion was that the infection was likely due to: lack of prophylactic antibiotic use, error in technique, error in perioperative handling of mesh, unsterile instrumentation, latent infection in operative field of pt, poor wound healing, pt non-compliance with wound care instructions. Even in clean wound classes, there will be a 1-2% incidence of infection.

Event description:
The pt had mesh implanted in 2010. At a later date, the pt had an episode of infection where the inguinal area became red and inflamed. Antibiotics were prescribed.